Event description:
It was reported by sales rep via email that before shoulder scope procedure vapr 3 footswitch has the button on the black mode pedal was getting stuck. A different footswitch was used to complete the case. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection and functional testing of the returned device. Visual inspection revealed that vapr3 footswitch ea shows wear mark, the device had some parts where the coating is peeled, rust condition was found on the screws and under the pedals. The connector had the pins slightly bent. No damage could be found on the power cord. A functional test was performed by activation of the device, the device was connected to a test generator, also a test electrode was used, the coagulation and ablation footswitches were pressed, and the coagulation pedal was getting activated even when not pressing the pedal. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the vapr3 footswitch ea would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. According to the date of manufacturing, the device is 5 years old. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.